Event description:
The patient had possible hypoglycemic seizures because the icodextrin (extraneal) in the patient's home dialysis solution was read incorrectly as glucose on the roche glucometer test strips. Comparisons between point of care glucometer and core lab blood glucose levels showed glucometer readings falsely elevated by greater than 100 points, and showed that true levels dipped as low as 24 to 48. This patient recovered with medical intervention. The patient had warning documentation that her home dialysis fluid ingredients interfered with certain glucometer strips and she wore a medialert bracelet. However, she did not share this information with the staff until after her seizures. The patient is status post renal transplant five years ago. She is currently on peritoneal dialysis and was admitted to the hospital last month with fever and anemia. The patient's diabetes is out of control due to prednisone and infection. Her blood glucose levels were managed with insulin therapy based on point of care (poc) glucose results. Last month, the patient had seizure-like activity and the rapid response team came to her bedside twice. Neurology, nephrology and endocrinology consulted. It was not until the home dialysis nurse was contacted that the hospital learned the patient used icodextrin (extraneal) in her home dialysis solution and the risk of false glucose reading.